Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet generated repeated occlusion alerts culminating in alert 38 for consecutive stalled motor, the user cleared alerts but they recurred and blood glucose rose to about 200, after which an agent guided a restart, a successful dry run, and a full supply change; the event is consistent with a failure to infuse and involves the motor component. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem and device behavior consistent with infusion interruption tied to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.